Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoracotomy. According to the reporter: once applied to tissue, the reload was fired and there were unformed staples left in the lung tissue. Some of the unformed staples were still in the jaw, the "b" shape never occurred, resulting to surgeon opening up a new reload with success. Surgeon had to fire a cm inward away from the unformed staple line. A delay of more than 30 minutes occurred with some tissue damage.